Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had an intermittent power issue and the patient had a blood glucose of 562 mg/dl with no symptoms. During troubleshooting, customer support found the battery cap was not properly secured and the yellow o-ring was visible. Cs attributed the bg excursion to use error. Patient received no unusual treatment. Of note, the patient had an eye infection and was on prednisone, which may have contributed to the elevation in bg. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia related to use error.